Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. An olympus company representative followed up with the customer vial phone call to inquire about the light source functioning properly. The customer confirmed no issue and indicated that the device operates as designed with the scope connected. The customer was able to replicate the issue with the scope removed and the device will not be returned to olympus. Based on the report that the problem was solved, it was judged that there was no abnormality in the device, the scope slider switch was caught, and the failure phenomenon occurred temporarily. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer was unable to proceed with troubleshooting at the time of call. Tac believes the switch in the socket is stuck or the clv-190 will need repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the front panel lights of the evis exera iii xenon light source is flashing. There was no patient involvement, no harm or user injury reported due to the event.